Event description:
A customer reported experiencing an occlusion alarm with their pump, which did not adversely impact their blood glucose level. Technical support determined that the pump malfunction code was not resettable, and as a corrective action, they arranged to send a replacement pump to the customer. The customer was informed about putting the malfunctioning pump into storage mode and returning it to tandem using a pre-paid label within ten days to avoid charges. They were also advised on programming their settings and connecting their cgm to the new pump. The customer acknowledged and understood all instructions provided.